Manufacturer narrative:
Environmental caps were provided to the customer. Service was dispatched and the field service engineer (fse) performed system realignment activities. A definite root cause of the event has not been determined to date.

Event description:
The customer reported that erroneously low total protein (tp) results were generated on a unicel dxc 600 synchron system. Data provided by the customer indicated the generation of nine erroneously low, initial tp results. Repeat results generated on the same instrument were higher and considered valid. Quality control results were within customer's established ranges during the timeframe of this event however were running at the low end of the reference range. No erroneous results were reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event.